Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the function of the buttons was mixed up on the unit. It was further reported that when the suction button was pressed, fluid was delivered, and vice versa. Another identical device was immediately available for use and the case was completed as originally planned.